Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The long bipolar grasper instrument was placed and driven on an in-house system. The long bipolar grasper instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The long bipolar grasper grip tips opened and closed properly. The long bipolar grasper passed the grip test. The long bipolar grasper instrument passed energy delivery testing in various grip orientations. The long bipolar grasper instrument also passed the electrical continuity test. The long bipolar grasper was fully functional. No product issue was found.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm long bipolar grasper instrument had intra-abdominal sparks had occurred. The procedure was completed with no reported injury.